Event description:
The customer reported that while performing a laparoscopic surgery using an olympus visera elite ii xenon light source & visera elite ii video system center, when changing to observation mode, the screen went black. According to the initial reporter, the staff restarted both devices, the image was restored, and he continued the procedure without any other issues or impacts to the patient. This is reporter 1 of 2, being submitted to capture the visera elite ii xenon light source. For details relating to the visera elite ii video system center, please see report 2 of 2 with patient identifier (B)(6).

Manufacturer narrative:
The customer called into olympus to report his event. During the call, the customer noted that when performing ir observations, the rigid endoscope was removed from the cavity and the light source was set to standby mode before being set to observation mode. The customer is unsure if he remembered to release standby mode. Consequently, the customer could not confirm if this was a device failure, or user error. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
This is reporter 1 of 2, being submitted to capture the visera elite ii xenon light source. For details relating to the visera elite ii video system center, please see report 2 of 2 with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction to b5 of the initial report to update the second event patient identifier reference. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blank monitor could not be determined. Olympus will continue to monitor field performance for this device.